Event description:
The user facility reported that a venatech lp filter was successfully implanted in 2007 after massive lower extremity injuries. The pt was sent to ICU and on a ventilator. Routine chest x-rays on 12/2007 revealed that the filter is in the right ventricle. Physician noted that the filter is caught up in the tricuspid valve and will be removed on five days later by a cardiac surgeon. Physicians agree that the filter must be removed by open heart surgery due to shortness of breath of the pt and filter position in the tricuspid valve. Physician believes some procedure in ICU dislodged the filter. Filter was surgically removed on that day; pt doing well in regards to surgery for filter removal.

Manufacturer narrative:
Patient info has not been provided. On 01/10/08, we rec'd the venatech lp filter for analysis. The filter is distorted. The legs are tangled. The books are correctly located and oriented. We observe the presence of tissue and/or thrombus at the level of the head, the hooks, the buckles. However, these observations are inconclusive due to the fact that it is probable that the filter was damaged during withdrawal. No conclusion can be made as we have only received the filter and unfortunately not the x-rays films.